Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the driver broke off during use with a bone screw. The broken piece was found. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed approximately ~4mm of the instrument tips have been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.